Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the balloon catheter with contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with preparation of the device and an attempt to inflate the balloon. There was blood visible in the inflation lumen, on the shaft and on the balloon, which is consistent with a leak or balloon rupture within the body. A new indeflator was used in an attempt to pressurize the catheter and the analysis revealed a hole in the middle of the balloon, confirming the reported event. There were scratches adjacent to the hole and a crease on the opposite side of the balloon. There were multiple bends noted throughout the entire length of the hypotube. This damage was not originally reported in the case description and likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported event. It was noted that the balloon was initially soaked and prepared outside the body per the instructions for use. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly tortuous and moderately calcified, which likely contributed to the reported event. Scanning electron microscopy (sem) analysis indicated a radial leak in the balloon with mechanical damage at and near the leak edges. There was pushed material and tearing at the leak and slight surface damage in the same location on the inner member. The sem analysis determined that the balloon failure was likely attributed to mechanical damage to the outer surface of the balloon. In this case, it is likely that the balloon interacted with the tortuous and calcified lesion, such that the balloon and inner member material became damaged (scratched) and ultimately ruptured upon inflation attempt. Based on the information provided and the analysis of the returned product, the reported complaint appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there have been no other incidents reported for balloon rupture from this lot. To assure that all products perform according to specification, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure, the minitrek balloon ruptured at 14 atmospheres, below rated burst pressure, during the first inflation in the moderately calcified right coronary artery. The device was completely removed without difficulty or intervention and there was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.